Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 206 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) over 500mg/dl with irritability, thirst, increased urination, nausea, symptoms of dehydration, and trace ketones associated with a power issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. The patient reportedly self-administered insulin via injection to lower their bg. The reporter stated that the pump had an intermittent power issue and the battery compartment was damaged.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: a review of the black box showed unexplained reboots had occurred beginning at 04:07 (B)(6) 2016 and deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection revealed that the battery compartment was cracked in two places. The returned battery cap had stripped threads and was unable to fully attach to the pump; reboots were duplicated with the returned battery cap. A test battery cap was able to carefully attach to the pump and the pump completed a 24 hour duration test with no further power issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).